Event description:
It was reported that boston scientific technical services (ts) was contacted for a latitude review with possible undersensing by this implantable cardioverter defibrillator (ICD). Ts noted that the patient's tall-short morphology made it difficult for the automatic gain control (agc) to ramp down quickly enough to sense the next small signal. The ICD undersensing possibly caused a failure to shock, and the patient was resuscitated by paramedics and transported to the hospital. Ts discussed programming options. The ICD remains in service. No additional adverse patient effects were reported.